Manufacturer narrative:
The insulin pump had a broken reservoir tube lip, cracked display window, cracked reservoir window and cracked case near display window corners noted during visual inspection. All buttons function properly. However corroded keypad traces noted during visual inspection. No button error alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 90 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.